Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose level. Customer¿s pump was able to start, charge, and connect to computer but continued to show malfunction message at startup, so device was planned for return and customer received replacement pump through distributor support.